Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. The lead remains in service.